Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced laryngospasm. It was reported that a versacross connect access solution for faradrive, faradrive, and farawave were selected for use during a atrial fibrillation procedure - pulse field ablation. The transseptal puncture was completed and no issues were reported. Hence, pulsed ablation was performed on the right superior pulmonary vein (rspv). However, when transited to right atrium, the patient spo (oxygen saturation) was dropped and the procedure was therefore discontinued. Then, it was switched I-gel to endotracheal intubation. The procedure was then resumed and the procedure was completed. The patient was transferred to the intensive care unit (ICU) with mechanical ventilation support. The patient was extubated on the day of the adverse event and they have been discharged on (B)(6) 2025. No damage on the device was noted. The product return is not expected (disposed).